Event description:
Customer reportedly obtained results of hi (>600 mg/dl) on the advantage system within 10 minutes. Customer stated that no treatment was received based on the readings. No adverse event occurred. New system sent to customer and return requested.